Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, the patient experienced an infection (cellulitis) at abutment site and subsequently was treated with topical steroid (specific date and duration not reported) and antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.